Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 19, 2014 ¿ september 24, 2014. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit due to an untightened blue winged luer cap. The device was then filled with colored water, its luer cap was hand tightened until it could no longer be rotated, and the device was monitored for two days for leakage. No signs of a leak from the luer cap were observed during this test. Leakage due to a non-conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked several milliliters of fluid into its over pouch. The leak occurred several days after filling the device with bupivacaine hydrochloride 1 mg/ml, sufentanil 0.5 mcg/ml and sodium chloride 9 mg/ml. There was no patient involvement. No additional information is available.